Manufacturer narrative:
(B)(4).

Event description:
The patient went to the ER due to experiencing withdrawal symptoms. It was noted that the low reservoir alarm had started beeping on (B)(6) 2015 and there were no refill visits since pump implantation. The programmer print out stated that the next refill date was on (B)(6) 2015. The patient claimed that they were not provided with the correct refill date. It was also noted that the previously implanted pump contained a larger reservoir volume and the refill date was likely scheduled using the parameters of that pump instead of the currently implanted pump. The patient was placed on oral medication until they meet with their pain management physician.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump has since been refilled and the patient is doing well.